Manufacturer narrative:
D10 concomitants: 132-40-53 - nv gxl liner lipped 40mm ID, group 3 cups: (B)(6). 170-40-07 - biolox delta femoral head 40mm od, +7mm: (B)(6). 180-65-20 - alteon 6.5mm screw, 20mm: (B)(6). 180-65-40 - alteon 6.5mm screw, 40mm: (B)(6). 186-01-56 - integrip cc, cluster 56mm, g3: (B)(6). 190-21-06 - alt ha s noclr ext sz 6: (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right hip was revised approximately 8 years post initial operation. The patient returned to surgeons office with pain and signs of infection. Upon examination, the patient had a superficial, open draining wound on the hip. They also had a recalled acetabular polyethylene implant. The patient had a complete implant removal, irrigation, and débridement of the hip joint and surrounding area with a placement of an antibiotic hip spacer implant. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, g. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.